Event description:
During prep of the feeding tube, the internal white adapter kept breaking into little pieces when they tried to remove it with a kelly clamp and the tube itself would crack. Manufacturer response for feeding tube, feeding tube (per site reporter) mfg contacted by site.